Manufacturer narrative:
Image analysis: one image was returned by the customer. An image review was performed, and it concluded that the image is a photo of an angiography screen and is of poor quality. The balloon catheter is visualized overlying bone, not situated in the iliac vasculature. There is one markerband visualized, as noted by the red circle. No other markerbands are visualized. Unable to assess if the balloon is inflated on the left side of the screen, and unable to assess if there is a missing marker as the entire device is not visualized on the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use fortrex balloon to treat patient common iliac artery. It was reported that device was missing marker point. A new device was opened to complete the procedure. No patient injury reported.